Event description:
Boston scientific received information that right ventricular (rv) lead oversensed noise. It was also reported that the rv lead had low out-of-range impedances and high thresholds with loss of capture (loc). The patient is pacemaker dependent however there was no asystole greater than 2 seconds. No adverse patient effects were reported. A chest x-ray revealed what appeared to be a lead fracture in the clavicle first rib area. The lead was surgically abandoned and replaced without incident.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.